Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of; 260mg/dl and 110mg/dl; 262 mg/dl and 116mg/dl. No qcs were run during the call. No adverse event reported. Customer reports she is using different strips than she was using; a replacement was sent.